Event description:
It was reported that an "elevate system" was implanted to treat pelvic organ prolapse. It was also reported that, as a result of having the mesh implanted, the pt has "experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery," and has suffered severe personal injuries, and emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.